Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level for the current occlusion was 171mg/dl; no bg values were provided for past occlusion alarms. The customer reported manual injections would be used for insulin therapy.